Event description:
It was reported that a patient experienced no primary stability; correction: surgical issue - proximity to nerv; session completed with shorter impl.

Manufacturer narrative:
If this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803.